Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter leak occurred. During preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave pfa catheter was selected for use. During preparation of the catheter, it was noted that the side port was leaking during flushing. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities on the device. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, an irrigation test was performed, and during irrigation of the catheter, a leak was observed in the catheter luer. Dissection of the catheter revealed that the flush tubing was broken from the luer, contributing to the reported issue during flushing. With the help of an ultraviolet (uv) light, microscopic analysis of the catheter was performed, and separation between the flush tubing and luer could be seen. The reported event was confirmed via analysis.

Event description:
It was reported that a catheter leak occurred. During preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave pfa catheter was selected for use. During preparation of the catheter, it was noted that the side port was leaking during flushing. The catheter was replaced, and the procedure was completed without patient complications. The catheter was returned for analysis.